Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic following a successful unrelated procedure. Upon chest x-ray testing in recovery, it was found the left ventricular lead had dislodged. High pacing threshold was also noted. The lead was successfully repositioned on (B)(6) 2019. The patient was stable after the procedure.